Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was noted that the guidewire could not be entered into the puncture needle. It was further reported that the guidewire had stretched. The procedure was completed using another device. There was no reported patient injury.